Event description:
A patient called to request general information regarding likelihood of blood clot in a trapease filter and reported adverse events. The patient underwent trapease permanent vena cava filter placement in an unknown vessel due to an aortic aneurysm. The patient was diagnosed by his physician with occasional high blood pressure. As treatment, he was prescribed an unknown medication. Event remained ongoing. The patient was prescribed hydrocortisone 7.5 mg daily as needed for an unknown reason. The patient experienced the veins in his chest and stomach stuck out. Physician diagnosed this as the trapease was "plugged with a blood clot." No tests were performed. As treatment, patient began plavix every other day, which was not effective. As further treatment, plavix dosage was increased to daily. Event remained ongoing. No additional information was provided.

Manufacturer narrative:
The product remains implanted in the patient and was not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The patient underwent trapease permanent vena cava filter placement in an unknown vessel due to an aortic aneurysm. The patient experienced the veins in his chest and stomach stuck out. Physician diagnosed this as the trapease was "plugged with a blood clot." No tests were performed to confirm this. As treatment, the patient began plavix every other day, which was not effective. As further treatment, plavix dosage was increased to daily. Event remained ongoing. No additional information was provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15028824 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. Thrombosis in the filter is a well known potential complication and occurs in approximately 3.6 to 11.2 % of all patients. Factors that may have influenced the event include patient, pharmacological and lesion.